Manufacturer narrative:
Evaluation: one bci oximeter was received for investigation in fair condition with a blue boot and finger cradles. Contamination was found upon visual inspection of the device. The device was sent in for not turning on. When the battery door was removed, there were signs of contamination. However, when the aa batteries and the rechargeable battery were inserted, the device powered on and went through the sequence, but then would intermittently power off and on. The device was opened and there was contamination on the front, back of the main board, and on the inside of the housings. The device was powered on again and the device powered off and on and went into an error 13, which is in reference to oximeter communication error. The issue is consistent with user interfacing with the device in a manner inconsistent with the device's IFU. Operation manual in its chapter 8 on maintenance cautioned "do not allow water, isopropyl alcohol or any other liquid to enter any of the openings on the monitor. Unplug the ac power cord from the monitor before cleaning or disinfecting. Where the equipment has accidentally gotten wet, it should be wiped dry externally and allowed to dry thoroughly before use." Based on the investigation evidence, the complaint allegation was confirmed. The problem source was determined to be user interface.

Event description:
Information was received that a smiths medical bci spectro2 10 pulse oximeter was not turning on. No adverse effects were reported.